Event description:
The pressurewire x, wireless was unable to calibrate. A second pressurewire x, wireless was attempted to be used, but the hub was fractured. The device was removed by using hemostats outside of the body on the part sticking out of the catheter hub. The procedure was completed without ffr measurement. The patient specifics of identifier, weight, or age were not provided from the hospital..

Manufacturer narrative:
The reported event of guidewire fracture was confirmed. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables and corewire. The proximal section of the shaft and the male connector was not returned. The cause of the guidewire damage is consistent with damage during use. The pressurewire x instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire x instructions for use states that the pressurewire is a delicate instrument and should be handled carefully. Bending or excessive force during removal from the packaging coil may damage the guidewire. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire x instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The pressurewire x, wireless was unable to calibrate. A second pressurewire x, wireless was attempted to be used, but the hub fractured outside the patient. The wire was able to be pulled out by using hemostats outside of the body on the part sticking out of the catheter hub. A non-abbott device was used to complete the procedure.